Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional clarification received reports the haptic would not bend correctly during loading of the lens.

Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported via returned reply card that an intraocular lens (iol) was defective. Additional information was requested.